Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction of t-wave oversensing (twos) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported by the clinician that there was t-wave oversensing (twos). Attempts to program around oversensing were made but were unsuccessful. Additional information was received that indicated the patient is deceased and died approximately three weeks after the initial report of twos. The cause and circumstances of patient death have been requested and not received.